Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former, one needle- suture piece and one suture piece were received for analysis. Product code vcpb945h. During visual inspection of the returned sample, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the body needle. One suture piece was noted to be still attached to the barrel hole of the needle. Overall, no needle pull-off was observed. The sutures were examined, and two extremes of the sutures were noted to be cut broken, and the other extreme was found to be cut caused by a surgical instrument. In addition, body fluids were noted along the strands. The product code vcpb945h contains an absorbable suture. Since the samples were received open, the functional test could not be performed due to undetermined exposure to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ what was the name of the procedure? --cesarean section ¿ what is the lot number? --unk ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? --no ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.